Event description:
Customer was approving a plan and noticed that the planned ssd did not agree with the actual ssd. It was ascertained that the plan was copied from a previously approved plan and the gantry angle was changed. Customer does not like this functionality and requested a complaint be lodged. The work around is to ensure the planned ssd matches the actual ssd. Customer feels that this should be automatically be done. No patient injury reported, and no patient data provided.

Manufacturer narrative:
The investigation revealed that when a plan revision is created and the ssd (source surface distance) is changed, and the revised plan is approved via rt chart, the actual ssd vs. Planned ssd is not displayed to the user during approval, nor is the in-room display ssd updated with the new planned ssd. The in-room display is then used for patient treatment set-up at different distance than calculated. This scenario could result in a treatment overdose or under dose, dependent upon the planned vs. Treated distance. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated.